Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac vein and inferior vena cava, the pta balloon allegedly ruptured on the first inflation attempt. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found a partial break at the proximal balloon weld. However, the balloon was not detached and no issues were noted to the distal balloon weld. Therefore, the investigation is confirmed for a break and is unconfirmed for the reported balloon detachment. The balloon was inflated and a pinhole rupture was noted on the proximal cone of the balloon. Therefore, the investigation is confirmed for the reported rupture. However, the investigation is inconclusive for the reported retraction issues as the balloon was unable to be refolded to it's original configuration due to the balloon damage. It is possible that the identified rupture could have contributed to the reported retraction issues. It is also possible that retraction issue could lead to the identified proximal weld break. However, the definitive root cause for the reported or identified issues could not be identified based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an angioplasty procedure in the iliac vein and inferior vena cava, the pta balloon allegedly ruptured on the first inflation attempt. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.